Manufacturer narrative:
The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: · loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies failed injection or damaged haptic to possibly be caused by the lens improperly loaded such that the optic is bent, or haptics are under compression. This is seen as a reasonably foreseeable misuse, that may result in extended surgery because of damage to the lens/injector and replacement is required. This is seen as a minor severity of damage that may cause temporary injury or disability which requires no additional surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable.

Event description:
The customer reported a dislocated haptic. It ripped a wedge out of the iol. As the doctor pulled the haptic out through the sclerotomy, the wedge piece was stripped, and he/she removed it with the cutter. The other haptic was starting to separate and the doctor pulled on it to see if it would shear in the same way as the other side. The doctor exchanged the lens for a sutured akreos. The lens was placed by another surgeon using the yamane technique.